Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the shunt vein. A 5.0 x 40, 40cm mustang coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.